Event description:
It was reported that iab was inserted via sheath. After insertion, clinician attempted to draw blood back and flush inner lumen of iab. Upon aspiration, air and blood went back into syringe. Blood was also observed in helium tubing. Iab was exchanged. There were no reported patient complications.